Event description:
It was reported that the user experienced persistent low glucose over approximately one day and disconnected from the ilet due to hypoglycemia, with device reports indicating minimal to no insulin delivery during that period and the user denying any external insulin use; the user is undergoing chemotherapy and dialysis and attributed the low glucose to medications. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose and education and troubleshooting completed by customer care. Investigation included review of available device data and user report. Investigation of this case revealed no device malfunction identified from the report and no contributory device component issue, with a potential non-device contributing factor such as concurrent therapies. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.